Manufacturer narrative:
(B)(4). The customers reported condition of a system error (se) 2240 alarm during use was not confirmed as a sample or batch details were not available. No root cause was determined, but is being investigated through CAPA # (B)(4). No use error was suspected therefore no label review was required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during initial drain. The tsr had the hp cycle power and the hc alarmed with a se 2367. The tsr advised the hp to disconnect and start over with new supplies. The tsr reviewed proper procedures per the user manual with the hp. The hp confirmed that he would start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.